Manufacturer narrative:
(B)(4).

Event description:
It was reported during the attempted implant of a drg lead, while removing the big curve sheath from the needle, the physician sheared off a portion of the big curve sheath (part of the lead accessories kit) into the epidural space where it remains. The bevel of the needle and the hub of the sheath were not in the same direction. No patient complications have been reported and the physician is monitoring the issue.